Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. The inner insulation was kinked/buckled. There was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during an initial implant, several attempts on the right ventricular lead were necessary due to high thresholds. The helix of the lead was unable to retract both inside the patient body and outside on the operating table. The lead was not used. The second attempted lead also had positioning difficulties due to high thresholds but was implanted and remains in use. No patient complications have been reported as a result of this event.